Event description:
It was reported that the patient recently underwent elbow surgery, in which electrocautery was used. Upon interrogation, the pulse generator displayed an error message. The message was cleared and the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.